Event description:
According to a clinical adverse event form, following a laser ablation procedure, the patient was found to have a sodium level of 125. The patient was diagnosed with siadh secondary to oxcarbazepine or trileptal use. The medications were discontinued. Patient was initially treated with sodium restriction, however sodium levels remained low until patients nephrologist administered one dose of samsca, which resulted in a normal sodium of 137.

Manufacturer narrative:
The clinical site reported the event was not related to the surgical procedure.